Event description:
It was reported the insulin pump alarmed motor error. Customer's mother reported the device alarmed twice, the device was trying to deliver a bolus and the device will prompt the customer to rewind the device. Customer's mother did not know customer's blood glucose level. Customer does not recall any significant event that may have caused the device to alarm. No exposure to an MRI. Customer was advised to disconnect from the device. The sensor feature is not used. Customer's mother was able to rewind the device. Was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump did function properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. No motor error alarm noted. The motor was tested outside the device and passed the motor test. The device was unable to download to carelink due to an error alarm in the pump history. The alarm was due to corrupted device history file. The unit was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.